Event description:
This supplemental report is being filed to provide additional information that the patient had inappropriate shocks due to oversensing of noise via reduce intrinsic amplitudes. The patient had finished chemotherapy and laid the infusion pump down at the time of the event. A review of an implant x-ray showed a kink in the electrode near the device header. The doctor has scheduled a procedure to replace the system. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient implanted with this electrode presented to the hospital one day post implant with report of receiving shock therapy. Review of the stored episodes noted inappropriate shocks were delivered in two different episodes due to oversensing of noise. Additionally, low amplitude signals were observed. Noise was able to be reproduced with manipulation of the electrode at the xyphoid. An x-ray was performed and also noted a potential kink at the point where the electrode exits the device header. The primary sensing vector was reprogrammed from primary to secondary and no further noise was observed. Technical services (ts) discussed the potential of air entrapment around the electrode. No adverse patient effects were reported. This product remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. (B)(6)2023 it was reported that the patient had inappropriate shocks due to oversensing of noise via reduce intrinsic amplitudes. The patient had finished chemotherapy and laid the infusion pump down at the time of the event. A review of an implant x-ray showed a kink in the electrode near the device header. The doctor has scheduled a procedure to replace the system. There were no additional adverse patient effects. The system remains implanted. It was reported that the physician suspected the noise was related to air entrapment at the xiphoid incision. The physician indicated that the observed kink in the electrode was not of concern. The primary sensing vector remained programmed to secondary and monitoring will be continued.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. This supplemental report is being filed to provide additional information that the patient had inappropriate shocks due to oversensing of noise via reduce intrinsic amplitudes. The patient had finished chemotherapy and laid the infusion pump down at the time of the event. A review of an implant x-ray showed a kink in the electrode near the device header. The doctor has scheduled a procedure to replace the system. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient implanted with this electrode presented to the hospital one day post implant with report of receiving shock therapy. Review of the stored episodes noted inappropriate shocks were delivered in two different episodes due to oversensing of noise. Additionally, low amplitude signals were observed. Noise was able to be reproduced with manipulation of the electrode at the xyphoid. An x-ray was performed and also noted a potential kink at the point where the electrode exits the device header. The primary sensing vector was reprogrammed from primary to secondary and no further noise was observed. Technical services (ts) discussed the potential of air entrapment around the electrode. No adverse patient effects were reported. This product remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. This supplemental report is being filed to provide additional information that the patient had inappropriate shocks due to oversensing of noise via reduce intrinsic amplitudes. The patient had finished chemotherapy and laid the infusion pump down at the time of the event. A review of an implant x-ray showed a kink in the electrode near the device header. The doctor has scheduled a procedure to replace the system. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient implanted with this electrode presented to the hospital one day post implant with report of receiving shock therapy. Review of the stored episodes noted inappropriate shocks were delivered in two different episodes due to oversensing of noise. Additionally, low amplitude signals were observed. Noise was able to be reproduced with manipulation of the electrode at the xyphoid. An x-ray was performed and also noted a potential kink at the point where the electrode exits the device header. The primary sensing vector was reprogrammed from primary to secondary and no further noise was observed. Technical services (ts) discussed the potential of air entrapment around the electrode. No adverse patient effects were reported. This product remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified a slight bend in the electrode body in the region approximately 25mm from the terminal end. The sense a cable conductor resistance measured as an electrical open. An x-ray shows the sense a cables were fractured approximately 25mm from the terminal pin. The fracture characteristics appeared consistent with cyclic fatigue. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture.

Event description:
It was reported that the patient implanted with this electrode presented to the hospital one day post implant with report of receiving shock therapy. Review of the stored episodes noted inappropriate shocks were delivered in two different episodes due to oversensing of noise. Additionally, low amplitude signals were observed. Noise was able to be reproduced with manipulation of the electrode at the xyphoid. An x-ray was performed and also noted a potential kink at the point where the electrode exits the device header. The primary sensing vector was reprogrammed from primary to secondary and no further noise was observed. Technical services (ts) discussed the potential of air entrapment around the electrode. No adverse patient effects were reported. This product remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the physician suspected the noise was related to air entrapment at the xiphoid incision. The physician indicated that the observed kink in the electrode was not of concern. The primary sensing vector remained programmed to secondary and monitoring will be continued.